Event description:
It was reported that a patient underwent a cardiac ablation with a qdot micro¿ catheter and the patient experienced heart block that required pacemaker insertion. During cavotricuspid isthmus (cti) ablation, atrioventricular (av) block was noticed and a pacemaker needed to be implanted. The physician's opinion on the cause of the adverse event is the procedure and patient condition (av block 1). The patient improved after permanent pacemaker. The patient required extended hospitalization for one day. No evidence of steam pop.

Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).